Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion being treated was located in a tortuous and unspecified coronary vessel. A 2.75x16mm promus element stent delivery system (sds) was advanced to the lesion and unable to be deployed. The sds was withdrawn through the guide catheter and stent damage occurred at this time. No patient complications were reported and the patient's status is fine. The procedure was not completed due to another reason.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in a tortuous and unspecified coronary vessel. A 2.75x16mm promus element stent delivery system (sds) was advanced to the lesion and unable to be deployed. The sds was withdrawn through the guide catheter and stent damage occurred at this time. No patient complications were reported and the patient's status is fine. The procedure was not completed due to another reason.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The proximal stent struts were both raised and twisted. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).